Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.

Event description:
The customer reported that she went to swim, and water underneath the display was observed. Troubleshooting was performed. No further information was provided.